Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a pulse generator battery change procedure, the right ventricular lead and atrial lead both exhibited loss of capture and loss of sensing. Fluoroscopy imaging was performed and revealed that both leads were dislodged. The physician attempted to free the right ventricular lead and noticed the lead coil was fractured near the clavicle. The proximal portion of the right ventricular lead was removed and the existing distal portion was left in the body. The atrial lead was capped during this procedure on (B)(6) 2019. The patient was reported to be in stable condition post procedure. The patient was scheduled for additional lead removal procedure at a different facility on a later date.

Event description:
New information received noted that the patient was transferred to a different facility to have the lead extraction. The physician examined the case and found the leads were stable in situ. The lead extraction procedure was not recommended and not performed. The patient was discharged in stable condition.